Manufacturer narrative:
The bicarbonate liquid reagent lot number is 89380701, with an expiration date of 31-jan-2027. The field service engineer inspected the module and replaced a damaged rinse tubing. He verified the module's performance with a successful precision check. The investigation determined that the identified hardware issue caused the event. The customer has not reported any other issues after the service.

Event description:
The initial reporter stated they received questionable bicarbonate liquid assay results for three patient samples tested on a cobas 8000 c702 module. Patient sample 1 the initial result was 34 mmol/l. The repeat result was 25 mmol/l. Patient sample 2 the initial result was 32 mmol/l. The repeat result was 22 mmol/l. Patient sample 3 the initial result was 44 mmol/l with a data flag. The repeat result was 30 mmol/l. The results did not match, prompting a rerun. The patient samples were rerun on the module and another cobas analyzer; the unspecified results for patient samples of 26 mmol/l, 19 mmol/l, and 29 mmol/l were provided. The repeat results were deemed correct.